Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. The device was visually inspected and functionally tested, and the power on self-test was performed. The cause of the damaged safety clamp is unknown. To correct the condition, the safety clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a damaged safety clamp. No additional information is available.